Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) continually reboots. The device never gets to the desktop and keeps rebooting. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed, unit was not completing booting process. Scanned the hard drive #0 and replaced hard drive #1 to resolve the problem. Tested and completed all steps in the maintenance check sheet per service manual. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring system) continually reboots. The device never gets to the desktop and keeps rebooting.